Event description:
It was reported that the patient presented to the hospital for a scheduled follow up. Upon interrogation, the left ventricular (lv) lead exhibited loss of capture. X-ray was performed and revealed a dislodgement of the lv lead. The lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.